Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-4318, batch/lot number: 38553383, model/catalog description: scs-lead fixation, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) lead was fractured which was noted through xray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned.